Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3: the visions catheter was not returned for evaluation, thus no returned product investigation was performed. Block h6: per philips clinical assessment, the cause of the entanglement may be due to lack of support. Accessing from the brachial artery to the sfa (which is about 4ft. Away) without a longer sheath/guiding catheter (such as 6f) can result in the failure observed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .014p rx catheter was used in a therapeutic peripheral procedure to treat a slightly calcified mid sfa. Due to the patient having prior vascular disease, the surgeon decided to access the left brachial to treat the right leg. The catheter was delivered over an 0.014 non-philips guidewire and through a 5f non-philips introducer sheath. While advancing down to the aorta, the catheter curled up inside the patient and was unable to advance further. An attempt was made to remove the catheter by cutting the guidewire little by little, but was unsuccessful. The surgeon decided to cut the proximal end of the catheter to remove the the remaining part of the guidewire, but did not help. The 5f sheath was removed and upsized to a 7f, but was still unable to be removed; therefore, it was upsized to a 10f sheath. This allowed the the guidewire and catheter to be removed as a system. Due to the length of time, it is likely that the patient was not anticoagulated; thus, the surgeon decided to send the patient to the hospital to explore the left brachial/subclavian arteries and thrombus was removed. There was no embolization and the patient was doing well.

Manufacturer narrative:
Block b5: reason for reportability was inadvertently omitted. Blocks d9 & h3: visions catheter was returned for evaluation. Block h3: the visions catheter was returned with a non-philips guidewire. The catheter was in two pieces and was cut at the proximal shaft, which aligns with the reported complaint. Visual inspection of the distal section found adhesive lifted on the proximal fillet, and a tear was observed at the rx exit port. Additionally, there were several bends and kinks along the shaft and the core wire was bent. At the location of where the catheter was cut, the mircocables and core wire were broken and exposed, resulting in sharp edges of non-malleable material. Block h6: based on the device evaluation and investigation, the probable cause of the failure is lack of support during advancement. This caused the device to coil, bend, and entangle with the non-philips guidewire. Strain, impact, and forces associated with use can affect the integrity of the device. Investigation conclusions code 61 that was reported in the initial MDR remains applicable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
This adverse event and product problem is being submitted because the eagle eye catheter was stuck and required additional intervention to remove from the patient.

Manufacturer narrative:
Block b5: correction- updated from eagle eye to visions pv rx.

Event description:
This adverse event and product problem is being submitted because the visions pv rx catheter was stuck and required additional intervention to remove from the patient.